Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a plexitron radiation sterilized extension set leaked from the female adapter. This event occurred during priming; therefore, there is no patient involvement. No additional information is available.